Event description:
It was reported that the colonovideoscope is not insufflating. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial MDR was incorrectly submitted as a reportable malfunction and there were no reportable malfunctions related to the subject device captured in this complaint. The initial medwatch reported that the colonovideoscope is not insufflating. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.